Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior lumbar fusion at l4-5, l5-6, and l5-s1 using rhbmp-2/acs placed inside of peek cage. Following the surgery, the patient developed pain in the lower back. Consequently, the patient underwent additional imaging. A MRI dated (B)(6) 2007 demonstrated that the patient had developed artificial material around all three disc spaces with schmorl¿s node formation at l3-4, l5-s1, and l4-5. A subsequent MRI dated (B)(6) 2010 demonstrated that the patient had developed bone bridging at l3-4, l4-5, and l5-s1 and multi-level narrowing of the spinal foramen. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.